Event description:
The professor confirmed that the angiogram showed it was a vascular kink post graft. There is no kink in the stent. The stenosis is caused by the orientation of the graft and tortuosity of the vessel. Per the investigator the event is not device related.

Event description:
The investigator assessment states that the event is not related to the device.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) ago. A 5.6 cm fusiform aneurysm was reported with an infra-renal angle of 10 degrees. Proximal aorta was 21-19 mm in diameter and 30 mm in length. Distal aorta was 21mm in diameter. Right and left iliac arteries were 9 mm in diameter. The right femoral artery was 10 mm in diameter and the left femoral artery was 11 mm in diameter. The right iliac artery was mildly tortuous with no stenosis and the left iliac artery was moderately tortuous with no stenosis. The circumferential aorta had no mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon was used. On final angio, a suspected type ii endoleak was discovered and was resolved by ballooning. It was reported that one month post index procedure stent graft stenosis was discovered in the left contralateral limb. The stenosis was also noted on at the one year follow up. No intervention has been done to date. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion). Conclusion: (cause of event is unknown).

Event description:
Films were received and their evaluation was completed. The review of several still angiograms images post-implant was completed. The bifurcated stent graft was placed just below the renal artery. Approximately four stent rings from the distal end of the left (contralateral) limb, the limb was narrowed (estimate 8mm in diameter) within an angulated section (in contact with the ipsilateral limb) likely near the distal aorta. Other than the observed limb angulation, no other stent graft issues were seen and no obvious stent graft thrombus or occlusion was observed. Lack of cta's for review limited the extent of the evaluation. The cause of the stenosis could not be determined, but may be anatomy related.

Manufacturer narrative:
Evaluation method: (films). Results: patient's condition affected effectiveness of device (narrowing and angulation of the vessel). Conclusion: device failure/lack of effectiveness related to patient condition (narrowing and angulation of the vessel).

Event description:
It was reported that an ultrasound five months post implant revealed that at the level of the distal aspect of the left iliac lumen there is a focal stenosis present within the left common iliac artery, which appears to narrow the lumen by more than 75%. There is no evidence of a focal stenosis elsewhere in the iliac arteries on either side. An angiogram one month later revealed that patient does have a degree of kinking at the insertion of the left limb of the endoluminal aortic graft producing the stenosis seen on duplex scanning. Blood flow through the area was good and it was agreed by the physician to not intervene at that time. The patient will continue to be monitored. The investigator assessed these events to be related to the device and not related to the procedure.